Event description:
The customer reported failed axsym rubella lgg calibration, where error code 1015 (master calibration failure, m-cal 2, cure deviation) and 1111 (calibration check failure, m-cal 1, response too large) were generated. The customer was sent a new lot of rubella calibrators and a successful calibration was achieved. The customer stated the suspect calibrators had been opened since 2007 and near the end of the bottle, although the storage conditons for the calibrators were followed at the customer site. There was no impact to patient management reported by customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.